Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported patient presented to the office with redness, swelling and pain at ins site. Patient states she feels like the recharging has caused the issues she is experiencing. The healthcare professional treated potential site infection with prescribed oral antibiotics. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The therapy was turn on (B)(6) 2018 but within 2 weeks the heat cause their incision to open up and become infected. The patient could not turn therapy until it healed up. It was confirmed that the incision had healed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.